Event description:
On (B)(6) 2016, the lay-user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 7:30 pm. The reporter claimed the patient obtained blood glucose readings of ¿122 and 65 mg/dl¿ and a ¿hi¿ warning message with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter stated the patient manages his diabetes with insulin (self-adjuster) and claimed she gave the patient his usual dose of insulin in response to the ¿hi¿ reading. The reporter claimed that 8 hours later the patient developed symptoms of ¿severe stomach ache, pale skin and lips turning blue¿. In response to the symptoms, the reporter claimed she treated the patient with glucose tablets at approximately the same time he became symptomatic. The reporter denied the patient¿s blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr walked the reporter through a control solution test on the subject meter and the result fell within the specified control solution range. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.